Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce

Manufacturer narrative:
(B)(4). M/l taper femoral stem with kinectiv technology (00-7713-011-00, 623354418) kinectiv modular neck (00-7848-003-00, 62191343) trilogy acetabular shell (00-6200-054-22, 62268620) trilogy acetabular liner (00-6310-050-32, 62294990) bone screw (00-6250-065-30, 62161158 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02891.

Event description:
It was reported the patient underwent a right hip revision approximately 8 years post implantation due to pain and elevated metal ions. Surgeon noted metallosis, scar tissue and necrosis of tissue. Attempts have been made and no further information has been provided.